Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm tested the iabp with trainer and balloon and was unable to reproduce the reported issue. However, the stm was able to verify the alarms in the iabp's diagnostic error log. The stm indicated that customer may have had a leak in the patient catheter or balloon connection. The stm noted several "u1 bridge connection fault" entries in log, along with one entry each of faults 111, 112, 113 and 116. The stm tested the coiled display cable, cleaned and re-seated cable connection to console. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. Full event site name: (B)(6) medical center.

Event description:
It was reported that while in use in a patient the cardiosave intra-aortic balloon pump (iabp) generated a gas loss in iab circuit alarm. There was no injury or harm to patient and no adverse event was reported.